Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, the pt reported experiencing a bent infusion set cannula. The headset had been in use for 3 days. She stated, the infusion set headset was more difficult to insert than normal. The headset was inserted manually. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion sets were replaced. No product will be returned for eval. Alleged products were discarded.